Manufacturer narrative:
The error servo signal remains active for 5 seconds, indicating that the servo (inspiratory) valve is not functioning correctly. Servo module was replaced. After the exchange the device is working properly. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
Hamilton medical ag received the following incident description: during maintenance in the test mode at test 12: inspiratory valve check was not possible to regulate 20ml/s and 500ml/s.

Manufacturer narrative:
The error servo signal remains active for 5 seconds, indicating that the servo (inspiratory) valve is not functioning correctly. Servo module was replaced. After the exchange the device is working properly.

Event description:
Hamilton medical ag received the following incident description: during maintenance in the test mode at test 12:inspiratory valve check was not possible to regulate 20ml/s and 500ml/s.